Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) verified the complaint of keypad issues. The ECG indicator led light is not illuminating. The reference line and up and down arrows required a large amount of pressure to activate. The stm replaced the worn keypad assembly with overlay. The iabp was tested and passed. The stm verified the iabp was calibrated and passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.

Event description:
Customer stated that, while in use on a patient, the cs300 intra-aortic balloon pump was experiencing an augmentation ref line issue, a green led not lighting on the keyboard and an ECG / pressure issue. When asked for any patient information, the customer said he did not know "asku". No patient injury, death or adverse event reported.